Manufacturer narrative:
For OEM manufacturing sites: in this MDR, bd corporate headquarters in (B)(4) has been listed as (B)(4) is an OEM manufacturing site. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a. Investigation summary: level b investigation complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 6th related complaint for not clipping on lot # 5208371. Investigation summary: customer provided four photos of a bd safe-clip device from lot 5208371. No samples were returned therefore the investigation was performed based on the photos provided. Consumer reported she has problems with the needle cutter, since she says she has not been able to cut the needle with the device because the needle cutter does not cut, it seems if it was covered or full. After reviewing the photos provided by the customer, the alleged issue could not be determined; no evidence of manufacturing defects were observed in the photos depicting the affected sample. According with the DHR review information the problem ¿not clipping¿ has no nhb assembly process relation, all samples of safe clip disposable cutter (USA) passed functional test (sample plan c=0, aql=1). As no samples were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that during use the safeclip is not clipping the needle with a bd needle clipping device safe clip. The following information was provided by the initial reporter, translated from spanish to english: patient's mother indicates that approximately 5 months ago (does not refer to exact dates), she has problems with the needle cutter, since she says she has not been able to cut the needle with the device because the needle cutter does not cut, it seems if it was covered or full.